Event description:
It was reported that the patient heard a noise while connected to the power module at home. Log files noted a no external power event on (B)(6) 2022 as a result of simultaneous power cable disconnects and a few unsustained power/flow elevations on (B)(6) 2022. A driveline repair was completed. The system controller, battery clips and patient cable were exchanged. No alarms had been reported since the patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were beeps while the patient was connected to ac power on ungrounded cable. No alarms were found during interrogation of system monitor history. The controller was exchanged due to uncertainty on cause of alarms. The alarms resolved. Pump: MFR # 2916596-2022-14775.

Manufacturer narrative:
This event was also reported under medwatch mw5113436. H6: component code - usage problem identified (4248) manufacture¿s investigation conclusion: there were incidental findings of fluid ingress and current leakage/unintended shorts due to shorting to shield on the black power cable. The reported event of intermittent audible alarms was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The reported event of a no external power alarm due to both power cables being disconnected was confirmed via analysis of the log files. Visual inspection of the returned system controller revealed that the black power cable was kinked near the strain relief on the controller side of the power cable. The returned controller was connected to a test power module/system monitor and a mock circulatory loop. An audio alarm without an associated visual alarm on the system controller or the system monitor was produced when the black power cable was flexed at the observed kink. No other atypical alarms were active during testing, and the controller operated the test pump at the set speed without issue. Electrical testing performed on the power cables revealed that the yellow (alarm out) wire in the black power cable was shorting to the cable shielding. The outer jacket and underlying protective layers were removed from the black power cable, revealing that the yellow wire was severed beneath the observed kink in the cable; this would allow the underlying conductor to short to the cable shielding. The submitted log files and the log file downloaded from the returned controller contained approximately 9 days of data combined (18oct2022 ¿ 27oct2022 per the timestamps). A no external power alarm was captured on 24oct2022 at 12:19:36 due to both system controller power cables being disconnected from external power. The alarm resolved when the controller was reconnected to external power. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. Pump stops were captured on 27oct2022 from 10:32:39 to 10:32:41 and from 10:33:22 to 10:33:35; these were associated with the driveline repair and do not indicate any issues with system. The driveline was then disconnected again on 27oct2022 at 11:00:50 to exchange the system controller. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event of intermittent audible alarms was determined to be due to breakdown of the yellow (alarm out) wire, resulting in the conductor shorting to the cable shielding. The reported event of a no external power alarm was determined to be due to a user error in which both system controller power cables were disconnected from external power at the same time. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller power cables. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 29may2020. No further information was provided. The manufacturer is closing the file on this event.